Event description:
Two aides were transferring resident from bed to wheel chair. During the transfer, utilizing the hoyer lift, the resident became agitated. She threw herself forward. The staff caught her by her upper torso as she fell out of the sling. Hip hit the floor - resulting in fractrured hip. Due to movement of pt during transfer, design of sling allowed pt to slide out.